Event description:
The event occurred on an unspecified date and involved a 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, rotating luer where it was reported the adapter from trifuse came disconnected from trifuse tubing. The event occurred when provider was disconnecting sammi set from trifuse, after drawing morning labs from central venous line using a sammi set. There was patient involvement, unknown adverse event or human harm and unknown delay in therapy.

Manufacturer narrative:
A photograph was received from the customer. A silicone stick down on one of the shuntless. However, the condition observed on the photo is not relevant for this complaint. One used sample list #mc33098 was returned for evaluation. As received one shuntless was separated from the rest of the device, however no stick down, damage or anomalies were confirmed. No presence of solvent on the tube or shuntless were confirmed. The od of the tube was found to be within specification. No additional damage or anomalies were observed. Complaint of separation can be confirmed based on the physical used sample evaluation. The probable cause is due to an insufficient solvent applied during manual process assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.